Event description:
It was reported that the bd safetyglide needles were clogged/blocked. The following information was provided by the initial reporter: "when trying to push vaccine through the needles, the become stuck and will not allow vaccine to be pushed through. We almost always catch this before giving the patient a vaccine, but there have been a few instances where we have poked a patient with a faulty needle and have had to repeat the vaccine after searching to fine a working needle (which has sometime meant going through and entire box). This has happened at least 200 times. We have had full boxes of needles not work. Sample available? No, open needles get disposed of into sharps containers. Additional information received on 10/27/23: apologies for the delayed response; I was gathering information from all of our nurses. We did have several cases of adverse events where needles were inserted into arm/thighs of patients but then would not push, so the patient had to be poked again. These are the specific dates in which these events occurred: 07/07/23 07/21/23 08/01/23 09/14/23 09/16/23 10/06/23

Manufacturer narrative:
D.4. Other lot number includes 2265668 and other expiration date includes 08/31/2028. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.4. Other lot number device manufacture date is 09/12/2023.

Manufacturer narrative:
This is a duplicate record, all lot numbers were provided in the initial notification from the customer. H3 other text : see narrative below.

Event description:
No additional information was provided.